Event description:
A pt reported experiencing inaccurate erratic results with ft meter. The pt's blood glucose results were 34, 89 mg/dl. Tests were done within 10 minutes with a difference of 49 mg/dl. Pt did not experience any adverse events.